Event description:
It was reported to vyaire medical that the bellavista ventilator screen went blank while on patient use. The unit was alarming constantly with all colors flashing and unresponsive. At this time, there was no information of patient harm reported from this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the suspect device was returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation.